Event description:
As it was reported by the (B)(6) study registry, a patient who consented on (B)(6) 2011 presented with re-stenosis of the right superficial femoral artery. On (B)(6) 2011 a percutaneous transluminal angioplasty (pta) was performed for the stenosis lesion of the right superficial femoral artery. Although he was allocated to the poba group, residual stenosis was noted. Therefore, a bailout stenting was performed and the study device was placed successfully (diameter 7 mm x length 80 mm). The patient was discharged on (B)(6) 2011. During the one year follow up visit (on (B)(6) 2012), the restenosis was noted in the study stent which was placed in the right superficial femoral artery by the echography. Patient was admitted for the treatment of the right superficial femoral artery on (B)(6) 2012 and the treatment was scheduled for (B)(6) 2012. The physician judged to be definitely related to the study device because this case was treatment for the restenosis in the study stent.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
.

Manufacturer narrative:
Complaint conclusion: as it was reported by the (B)(6) study registry after having balloon angioplasty performed to the right superficial femoral artery residual stenosis was noted. Therefore, a bailout stenting procedure was performed and a study device was placed successfully (diameter 7 mm x length 80 mm). During the one year follow up visit (on (B)(6) 2012), in-stent restenosis was noted by echo and the patient was admitted for angioplasty of the previously placed stent. However, an occlusion secondary to thrombus was noted after pre-dilatation for which thrombus aspiration was performed followed by deployment of three stents (6 mm x 100 mm, 7 mm x 100 mm, and 8 mm x 100 mm) secondary to residual stenosis to successfully complete the procedure. The patient's medical history includes prostate cancer, hypertension, hyperlipidemia, type 2 diabetes mellitus, essential tremor, chronic gastritis and reflux esophagitis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15130551 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.